Event description:
Since having my essure implants in 2006, I slowly began noticing changes in my body. I am tired all the time, I have joint pain so bad I was put on medication for it. My hair is thinning and doesn't grow and I have heart palpitations that seem to be getting worse by the day. I have headaches that never seem to end. I did not have these symptoms before essure.